Manufacturer narrative:
Additional information related to this case has been reported in medwatch with (B)(6).

Event description:
The customer received questionable creatinine plus ver. 2 results on their c701 analyzer over three days. The customer provided data for 421 patients, of which there were 152 data sets with discrepant results reported outside the laboratory. Repeat testing was performed on the same analyzer as the initial tests. The units of measure on the results are mg/dl. Refer to the attachment to the medwatch for the patient results. The handwritten notes on the attached patient data do not pertain to this case. The customer considered the repeat results to be correct. There were no adverse events. The creatinine reagent lot number was 64744001 and the expiration date was 04/30/2012. The field service representative could not determine the cause of the event, but suspected a reagent due to the issue appearing to have been resolved with a new pack. The customer replaced the sample probes. The customer declined further troubleshooting.

Manufacturer narrative:
A specific root cause could not be determined. The calibration data was acceptable. It was noted the level 1 quality control material run prior to the event demonstrated a similar discrepancy. Since other assays were also affected, it is assumed to not be a reagent issue. Based upon the information provided, it was determined the issue was an isolated event related to a potentially clogged sample probe. The system was ran correctly after the sample probe was changed and the daily maintenance actions were followed strictly. There were no adverse events.